Manufacturer narrative:
Exact date unknown, event occurred one month prior to the revision.

Event description:
It was reported that the patients ipg had reach end of life. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively.